Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty converting the induced arrhythmia following implant. Device data was sent to rhythmcare for review. Rhythmcare determined that the device exhibited oversensing of low amplitude noise, therefore the device did not charge to deliver a shock. The arrhythmia was converted with a commanded shock successfully. Approximately three days later, another defibrillation threshold (dft) test was completed with successful conversion and impedance measurement within normal limits. This device remains in service. No additional adverse patient effects were reported.